Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed, and this report would be updated should information be provided at that time. (B)(4).

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. The battery showed longevity not as expected between two follow-ups. This device was replaced and is expected to be returned to boston scientific for analysis. No additional adverse patient effects were reported.